Event description:
The event is reported as: the orange float does not move. The physicians are not sure that the suction is successfully realized. No patient injury reported.

Manufacturer narrative:
It is unk if device sample is available for eval.